Event description:
As reported, after deployment was completed, the 6f/7f mynxgrip vascular closure device (vcd) was removed after sufficient time, but hemostasis was not achieved. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.